Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during intraocular lens (iol) implant procedure, the lens came broken from the cartridge. The result is a capsular tear and a lens in the sulcus. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. A qualified lens model/diopter was indicated. The handpiece and viscoelastic used were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The cartridge was not returned. No determination can be made without physical evaluation of the complaint sample. Not enough information was provided by the reporter for further investigation. The instructions for use (IFU) states: the company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Investigation has been completed based on current information. Based on our current tracking, there are no adverse trends for this reported complaint. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).